Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2003 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal therapy. Drug information was not provided. It was reported that the patient was confined to a wheelchair and was a paraplegic from the waist down since a healthcare provider (hcp) ripped a nerve in her low back during a (B)(6) 2005 surgery for decompression/herniated disc at l4-l5. The hcp also cut into the patient¿s spinal cord, and they had to put a patch on it. What was supposed to be a 45 minute surgery turned into a 1 hour and 45 minute surgery. The surgery was not related to the device or therapy. The patient learned how to walk again. It was also reported that the patient developed a granuloma, which eventually caused the ¿spider leg type wrapping around their spinal cord higher up in her spinal cord.¿ it was clarified that the patient had a granuloma that intertwined with the patient¿s spinal cord and caused the patient to be paralyzed from the waist up/higher up in her spinal cord. The patient had spinal surgery in (B)(6) 2007 at the level where the catheter exited the pump to remove the granuloma. During the surgery, they cut the ¿tubing¿ (clarified that it was the catheter). A new [catheter] was put in. Conflicting information from the consumer also reported that ¿the granuloma was found when the pump was implanted,¿ and the patient had a granuloma for ¿a long time.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal therapy. The indications for use were non-malignant pain and other non-malignant pain. The hcp read from the patient's chart. The patient had their pump placed in 2003 for a failed back operation years ago. In 2005, the patient had a "salvage operation" in which he was paralyzed. Since then, he had an (unspecified) array of symptoms and problems which included a granuloma at the catheter tip and leg spasms. The hcp believed the granuloma was since the surgery in 2005.